Event description:
Device 1 of 4. Reference MFR report#1627487-2015-08174. Reference MFR report#1627487-2015-08175. Reference MFR report#1627487-2015-08176. Follow-up identified surgical intervention was undertaken, explanting and replacing the leads. Effective stimulation was achieved postoperatively thus resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report#1627487-2015-08174, reference MFR report#1627487-2015-08175, reference MFR report#1627487-2015-08176. The patient was implanted with multiple leads for off-label usage. The patient alleges painful stimulation in the neck region and around the eyes. As a result, surgical intervention may be undertaken at a future date.